Manufacturer narrative:
On october 28, 2021, mentor receieved additional information indicating the complaint devices were discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On november 4, 2021, the previously unknown baker grade for the left side was confirmed to be 4, and the previously unspecified generalized illness symptoms to be heat intolerance and weight gain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness symptoms. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 275cc mentor smooth round moderate profile saline breast prostheses and experienced bilateral capsular contracture, baker grade unk (left), 4 (right) and unspecified generalized illness symptoms post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.